Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable transvenous defibrillation lead did not convert induced ventricular fibrillation (vf) at 21j and 31j. The patient was externally rescusitated. Following this, a shorted lead fault code was displayed. The lead integrity test (lit) was 37 ohms. The device will be explanted and returned for analysis.